Manufacturer narrative:
H6: investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.

Event description:
It was reported that 4 unspecified bd venlon pro safety catheters experienced leakage. The following information was provided by the initial reporter: hello, everyone ¿ per our discussion last week, I had dm¿d (sent private message) to a dr. Asking for contact information where he could be reached. He did not provide that, but just stated, ¿the issue for me is simply to remove the faulty devices which are an obvious danger. The responses I¿ve had on twitter demonstrate that this is a nationwide problem. As I say other than commercial, what is your reason for keeping a known hazardous device in use?¿ additionally, there are new comments on one of the dr.'s tweets: 1) I've had 2 fail in the last 6 months. At least 4 known in our hospital. Significant bleeding and major disruption to tiva. 2) it's a bit like if toyota found that some of their engines would have a catastrophic failure under certain circumstances which could result in a car veering off the road unexpectedly... I think they'd move quickly to recall vehicles.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 unspecified bd venlon pro safety catheters experienced leakage. The following information was provided by the initial reporter: hello, everyone, per our discussion last week, I had dm¿d (sent private message) to a dr. Asking for contact information where he could be reached. He did not provide that, but just stated, ¿the issue for me is simply to remove the faulty devices which are an obvious danger. The responses I¿ve had on (B)(4) demonstrate that this is a nationwide problem. As I say other than commercial, what is your reason for keeping a known hazardous device in use?¿ additionally, there are new comments on one of the dr.'s (B)(4): I've had 2 fail in the last 6 months. At least 4 known in our hospital. Significant bleeding and major disruption to tiva. It's a bit like if (B)(4) found that some of their engines would have a catastrophic failure under certain circumstances which could result in a car veering off the road unexpectedly... I think they'd move quickly to recall vehicles.